Event description:
It was reported that the right ventricular lead was implanted on the same date as the use by date on the packaging, however when the implanted lead was registered, the registration system indicated the product as "expired." A discrepancy between the "explanation of symbols on package labeling" and the registration system was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.